Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance the device and the reported difficult to remove was unable to be replicated in a testing environment as they are based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the stent. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information..

Event description:
It was reported that the procedure was to treat stenosis at a bifurcation of the left main coronary artery with heavy calcification and 99% stenosis. The 3.5x8.0mm xience xpedition stent delivery system (sds) crossed through a previously implanted stent, but could not cross to the lesion. During removal the struts of the xience xpedition stent got stuck in the previously implanted stent and dislodged. The dislodged stent was wedged between the non-abbott guide catheter and a distal balloon, then pulled back in the patient anatomy to the upper arm. The stent could not be removed and was embedded in the radial artery. The procedure was completed with a new same-sized xience xpedition stent. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.